Event description:
The customer reported that their central nurse's station (cns) is displaying "operating system not found" error.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying an "operating system not found" error message. The cns was monitoring bsm's at the time. No patient harm or injury was reported. Service requested / performed: evaluation and repair. Investigation summary: the complaint unit was returned and was evaluated by nihon kohden repair center (nk rc). Nk rc was able to observe the reported issue. The hdds on the cns were replaced, which resolved the issue. A review of the history of the serial number identified no further recurrence of the issue after the hdds were replaced. Based on the available information, a definitive root cause could not be identified. However, it is likely that the hdds of the device had failed. Possible causes of hdd failure are power surges/interruptions and wear and tear. Events that involve fluctuations and changes in the voltage such as power outages and generator test may damage the hdds. The hdds are electronic components/devices that may deteriorate through time and may wear from continual use and require proper maintenance. Additional information: b4 date of this report d8 was this device serviced by a third party? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying "operating system not found" error. No harm or injury was reported. The cns was monitoring bsm's at the time. The customer will be sending this unit in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple bsm's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) is displaying "operating system not found" error.